Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. A grommet was loose/detached.

Event description:
It was reported that the patient complained of pain and pocket stimulation. During the pocket revision, upon removal of the device from the pocket, the physician noted a blood clot in the ventricular header. When flushing the header, fluid was coming from the port and out of the side of the ventricular grommet. The physician felt there was a crack in the epoxy portion of the header near the ventricular port and body fluids were freely flowing in and out of the header through the crack. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.